Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a caregiver contacted customer support with concerns about fluctuating blood glucose (bg) readings with the highest bg reading of 280 mg/dl. The caregiver reported that two sensor changes had occurred earlier that day due to faulty sensors, which may have contributed to the inconsistent readings. The caregiver sought confirmation that insulin delivery was occurring. By the end of the call, bg levels were reported to be decreasing. No further assistance was requested. No device malfunction, symptoms or medical intervention was reported.